Manufacturer narrative:
Clarification to b5 description of event: healthcare professional reported the patient had capsular contracture baker grade iii on one side and baker grade IV on the other side. As the sides of the baker grades are unspecified but both are considered serious and reportable to the FDA, baker grade iii/IV will be reported until an exact grade is received for the right side. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV.

Event description:
Healthcare professional reported via company representative right side capsular contracture, baker grade iii/IV and "textured" implant. Device remains implanted.